Event description:
It was reported that non-sustained right ventricular oversensing with post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming recommendations were provided. The patient was stable.